Manufacturer narrative:
A sample was received and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that during the fragmentation portion of a combination procedure, it was noted that copious amount of fluid was running down the front of the console. The connections were inspected and all were tight. The fluid seemed to be leaking from behind of the cassette, therefore, the cassette was ejected and reinserted but the leakage continued. The eye was isolated by placing a hemostat on the infusion cannula, and disconnecting the infusion line from the infusion cannula. The leaking cassette was replaced with a new one, primed, and the new cassette leaked fluid. The cassette would not reprime. To resolve the issue the console was shut down, and restarted with a new cassette and infusion line. The procedure was completed without consequences to the pt.